Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly as the usb cable would fall out of the port. Customer's blood glucose was within range (value not provided). Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.